Event description:
It was reported that during a stent treatment procedure, a balloon rupture, removal difficulties and balloon detachment occurred. The lesion was located in the chronically stenosed and fibrous left femoral vein. Approach was from the left popliteal access site. The lesion was pre-dilated with unspecified 8mm and 10mm balloons inflated to 8 atm for approximately 10 - 15 seconds each. Two wallstents were implanted. The xxl balloon catheter was used for post dilation of these stents; upon the third inflation for 10 seconds at 8 atms, the balloon ruptured. While removing the xxl balloon catheter, it became caught on the implanted stents, the physician "pulled hard" and the device broke. After injecting contrast media, 50mm of the balloon fragment was visualized in the stent of the femoral vein. Attempts to advance an unspecified catheter or sheath over the balloon fragment were unsuccessful. The physician determined that it would not be possible to snare the balloon fragment; therefore, another wallstent was implanted to secure the balloon fragment to prevent it from migrating. The procedure was completed with multiple wallstents implanted to treat disease distal to the balloon fragment site. No further complications were reported. The patient's condition was "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.